Manufacturer narrative:
No images were received from the operative report provided by the hospital personnel. The information stated that the patient underwent a re-do sternotomy for repositioning of the inflow cannula on (B)(6) 2015. Following the re-positioning procedure, no further episodes of arrhythmia were reported. The patient remains ongoing on pump support. The instructions for use lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel from the operative report was received on 07/21/2016 together with a copy of the operative report. The information stated that the patient was supported by an impella and had renal failure prior to implant. It was also stated that the patient underwent a re-do sternotomy for repositioning of the inflow cannula on (B)(6) 2015. Three anchoring stitches were used to reorient the cannula towards the mitral valve. The orientation of the cannula improved based on the transesophageal echocardiogram. Following the re-positioning procedure, no further episodes of arrhythmia were reported.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2015, the patient returned to the operating room for an lvad inflow cannula repositioning due to ventricular tachycardia. Prior to lvad system implant, the patient required placement of a percutaneous ventricular assist device. No additional information was provided.